Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-07 reporting that the infection had been resolved. Patient weight at the time of the event was reported to be (B)(6). No further complications were reported.

Event description:
The patient reported that they are having an MRI, and requested compatibility guidelines. The patient stated that they are having an MRI because they have an infection from their implant surgery, and further noted they have not healed since then. They mentioned that they are still recovering from the implant surgery, and is on their 3rd round of antibiotics. The patient stated that the manufacturing has been aware since the patient was implanted on (B)(6) 2017. No further complications were reported. The patient was implanted for spinal pain.